Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead was hospitalized due to receiving inappropriate shocks from the device. The malfunction with this lead is unknown at this time, however, a field representative received information that this lead was explanted and surgically abandoned due to being faulty. No additional adverse patient effects were reported.

Manufacturer narrative:
The abandoned lead was not returned to boston scientific, therefore, the clinical observation could not be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.